Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 15 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that changes in lvad flow were observed when the patient was seated in a chair. A chest CT and echocardiogram were performed, and the system controller was exchanged. The lvad system began to produce low flow alarms when the patient was also lying in bed. Blood pressure (bp) was aggressively managed. The patient was unable to stand due to weakening in the legs, in the presence of hypotension and low flow alarms. Albumin infusion was started with no changes in low flow alarms. Increasing lvad speed reduced the low flow alarms. Midodrine was started as well as florinef. The lactate dehydrogenase levels were stable. No additional information was provided.